Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was squirting out during priming process. Customer reported dark marks or shadows on screen when outside. Customer reported rejected new battery in past. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due loose drive support disk. No charge or battery lasts less than expected anomaly and no failed battery test alert noted during test. Device received with cracked battery tube threads, cracked lcd window, cracked case display window corner and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).